Manufacturer narrative:
A supplemental MDR is being submitted for the engineering investigation. During review of the engineering investigation, additional information was provided. The complete investigation is pending.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No IFU or training deficiencies were identified. The event(s) reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. A 3mensio imaging was provided and revealed calcification present in the landing zone, and the right femoral access to bifurcation transition is tortuous and slightly calcified. Video of the procedure under fluoroscopy was evaluated and revealed, a crimped thv appears to be positioned within the valve alignment markers prior to deployment, during deployment, the balloon is observed to initially inflate from the proximal shoulder and almost reached full inflation before the distal side started to be inflated, and the balloon eventually achieved full inflation and valve was implanted successfully in target location. As reported, 'crimped valve met resistance at the distal end of the esheath, causing the valve to jump as it exited the sheath. Distal end of the esheath was in a straight portion of the aorta'. Additionally, the event description states that during valve deployment, 'the proximal half of the sapien expanded almost fully before the distal end deployed in one rapid motion, almost as if the distal end of the valve (inflow) was stuck in the fully crimped position'. The provided video shows the valve initially deployed asymmetrically but was eventually able to fully deploy. While a review of the DHR, lot history, manufacturing mitigations, IFU and training manuals did not provide any indication that a manufacturing and/or labeling non-conformance would have contributed to the complaint, investigation shows that the reported event may be related to device interactions resulting from a potential sheath distal tip torn. To further investigate and assess the potential risk associated with the issue, a product risk assessment has been initiated. A CAPA determination has been initiated for CAPA decision assessment. In this case, the complaint for inflation difficulty and/or incomplete inflation was confirmed. No device or labeling problem was identified during the evaluation; however, investigation shows that the reported event may be related to device interactions resulting from a potential sheath distal tip torn. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment has been initiated to investigate the constrained inflation and its associated risks and a CAPA determination has been initiated.

Event description:
As reported by the edwards field clinical specialist, the crimped valve met resistance at the distal end of the 16 f esheath+, causing the valve to jump as it exited the sheath. During valve deployment, the proximal half of the sapien 3 valve expanded almost fully before the distal end deployed in one rapid motion. It appeared as if the distal end of the valve (inflow) was stuck in the fully crimped position. The 29mm sapien 3 valve was successfully implanted in the aortic position. There were no abnormalities noted during device and valve prep.

Event description:
As reported, there were no abnormalities noted during device and valve preparation, a slow sloonth inflation technique was used and the valve was fully aligned between the markers however the crimped valve met resistance causing the valve to jump as it exited the esheath . No additional issues were observed until valve deployment during which the proximal half of the valve expanded almost fully before the distal end deployed in one rapid motion, almost as if the distal end of the valve (inflow) was stuck in the fully crimped position.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device not returned.